Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system the seal was compromised. This occurred 72 times. There was no report of patient impact. The following information was provided by the initial reporter: found 72 damage packages of nexiva dual port 0.56" so customers concerned about sterility and contamination.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system the seal was compromised. This occurred 72 times. There was no report of patient impact. The following information was provided by the initial reporter: found 72 damage packages of nexiva dual port 0.56" so customers concerned about sterility and contamination.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with three photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 2182100, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed that the flanges of the bottom portion of the packaging appeared curled and the right tray was warped. The rigid packaging material was deformed and appeared to have a reduction in the width of the seal in one are of the sterile barrier. Therefore, based off the provided photos the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for inspection a definitive root cause could not be determined.